Event description:
It was reported that the device had originally not turned on, and no icons were lit. The front panel was replaced with keypad assembly tc10013789 and then the unit turned on. Preventive maintenance was attempted for inspection procedures with the maintenance program. It would not recognize the unit after refresh (after verifying port connectivity) and the next day the unit was connected to the maintenance program, it failed the keypad test for tamper switch. Preventive maintenance inspection procedure was repeated and all test passed, the next day unit would not connect to maintenance program after refresh. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.